Event description:
The audio processor was sent for troubleshooting and on fitting, the recipient used it for a week when the parents reported that the child was not responding to sounds. Re-implantation is considered.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet. This is a combined initial / final report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The audio processor was sent for troubleshooting and on fitting, the recipient used it for a week when the parents reported that the child was not responding to sounds. The user has been re-implanted.